Event description:
It was reported that during a follow-up backup vvi was observed. A download was not performed due to a low battery status. Device attempted self-restoration process but then reverted back into backup mode. On (B)(6) 2019, the device was explanted and replaced. The patient condition is sable.